Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability- additional. G3: date received by manufacturer - additional. G6: follow-up number - additional. H1: additional information/device evaluation. H2: if follow-up, what type - additional. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation method codes - additional.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0vdc. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.